Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation summary: the affected device was returned for evaluation in decontaminated condition. Visual inspection performed. The liquid crystal display (lcd) lens was scratched, and the battery door was cracked. Performed functional testing. The customer's reported problem, cassette not attached error, was found during functional test. The root cause was a bad optic sensor. Replaced optic sensor to correct the issue. Cadd solis device passed all functional tests after the repair. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device had a "cassette not attached" error. The product fault occurred during testing. There was no patient involvement, and no harm/adverse event reported.